Event description:
It was reported that an m6-c patient with adjacent fusion was presented to have swallowing problems. The device reportedly had broken. No revision had occurred.

Manufacturer narrative:
Additional information and the return of the device has been requested. Without a device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified.

Manufacturer narrative:
Manufacturers contact office name was updated. The radiographic images showed ap and lateral views of the cervical spine with straightening of the normal lordosis. There is a disc replacement at the c4/c5 level, which appears to have fractured, leaving the endplates at the disc level; however, the interior endplate is displaced anteriorly and rotated. There is evidence of fusion with the cage at the c5/c6 level. Lack of pre-operative, post-operative and interim images hinders further interpretation.

Manufacturer narrative:
Additional information and the return of the device has been requested. Without a device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified.

Event description:
It was reported that an m6-c patient with adjacent fusion was presented to have swallowing problems. The device reportedly had broken. No revision had occurred.